Manufacturer narrative:
One device was returned for evaluation. Along with the handle/inserter assembly the anchor was provided with the distal tip missing. The 2 small tines that engage with the anchor have been broken from the tip of the inserter. The anchor piece was visually examined and confirmed to be from a 4.5mm anchor. Beside being broken there were no other anomalies identified. The complaint stated that a 3.8mm tapered awl was used to prep the site. While this awl is appropriate for general use, either a 3.5mm spade tip drill or 4.5mm awl-dilator is recommended for use in hard bone. There are no other complaints on file for this lot for this failure mode. Based on the evidence provided, no root cause related to the manufacture of the device can be established. (B)(4).

Event description:
The anchor got broken during procedure. One third of the anchor and the suture remained at the site and the doctor completed the procedure with the broken anchor and the suture. The two third of the anchor was left in the inserter and removed from the patient. The tips of the inserter also got broken and the doctor thinks that one of them remains in the patient. The site was prepped by tapping a 3.8 mm awl. Ao method was utilized to insert the anchor. Malfunction report indicates patient has hard bone.